Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n312473013, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (500 mcg/ml, 264.09 mcg/day) and dilaudid (10.5 mg/ml, 5.546 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient's muscle spasms have slowly been returning. The patient has had to use more of his boluses. There were no reported environmental, external, and patient factors that may have caused or contributed to the issue. The hcp attempted a dye study under flouro. Aspiration of the catheter access port (cap) was attempted, but no medication was successfully drawn. The hcp was going to do more diagnostic studies first before attempting to revise the catheter. The issue was not resolved at the time of this report. The patient's status was alive - no injury.